Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tapered spacer trial (+0) came back from spd cracked. The top rim of the spacer trial was completely broken off the trial. I don't have any additional information and no further information will be available.

Manufacturer narrative:
Product complaint # b)(4). Investigation summary ==> the instrument associated with this report was not returned. The root cause could not be determined. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.